Event description:
It was reported the customer received a failed self test alarm. The alarm history also showed several other failed self test alarms. No additional information provided.

Manufacturer narrative:
A64 alarm during self test due to faulty y1/rf board. Pump received with cracked reservoir tube lip, minor scratched lcd window and scratched case.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)